Manufacturer narrative:
The site reported during delivery of the lal, the lens exited the cartridge abruptly, causing the haptic to tear the posterior capsular bag. The physician completed a vitrectomy, removed the lal, and implanted a li60 in the sulcus. Rxsight's first awareness of this issue was (B)(6) 2021. The device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is currently being evaluated.

Event description:
The site reported during delivery of the lal, the lens exited the cartridge abruptly, causing the haptic to tear the posterior capsular bag. The physician completed a vitrectomy, removed the lal, and implanted a li60 in the sulcus. Rxsight's first awareness of this issue was (B)(6) 2021.

Event description:
The site reported during delivery of the lal, the lens exited the cartridge abruptly, causing the haptic to tear the posterior capsular bag. The physician completed a vitrectomy, removed the lal, and implanted a li60 in the sulcus. Rxsight's first awareness of this issue was 9/20/2021.

Manufacturer narrative:
The site reported during delivery of the lal, the lens exited the cartridge abruptly, causing the haptic to tear the posterior capsular bag. The physician completed a vitrectomy, removed the lal, and implanted a li60 in the sulcus. Rxsight's first awareness of this issue was 9/20/2021. The explanted lens was returned for evaluation. Visual inspection found no issues with the returned lens.